Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing set separated at the upper fitment and the silicone pumping segment. There were no adverse effects caused to the patient from the event.

Event description:
It was reported that the tubing set separated at the upper fitment and the silicone pumping segment. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer 's report that the tubing tear/"separation" from the upper fitment was confirmed. However, the separation was identified as a silicone segment tear from the upper fitment. Visual inspection observed that the silicone segment part number was completely separated/torn away from the upper fitment with jagged appearances noted on each corner of the silicone segment. The ring retainer and a piece of silicone were still present on the upper fitment. Fluid was observed leaking from the tear. Functional testing of the returned set was deemed unnecessary due to the complete tear/"separation" of the silicone tubing to upper fitment. Device history record for model 2426-0500 lot 20013109 shows that the set was manufactured on 14 january 2020 with a total of (B)(4). Units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The cause of separation (torn tubing) was determined to be pull stress applied to tubing. The root cause of the pull stress was not identified.